Event description:
Of the 106 double needle procedures performed using the therakos cellex photophoresis instrument over a six month period, 24 were complicated by alarms - 10 red blood cell (rbc) pump; 9 system pressure and five other alarms. Approximately, 9% of procedures were compmlicated by rbc pump alarms and 22% by any alarm. There were a total of three aborted procedures in the entire group. Among the 11 procedures in which single needle mode was used, there were five rbc pump alarms, two system pressure alarms and one other alarm. Approximately 45% of single-needle procedures were complicated by a rbc pump alarm and 64% by any alarm. There were a total of five partial or aborted procedures. This data supports our decision to only conduct double needle procedures on our patients. This instrument was acquired and installed new a year ago. We continue to experience daily alarms. Telephone inquiries with other institutions across the region has yielded the same frustrating outcome - continual alarms that sometimes result in partial or aborted procedures at the expense of both ours for loss of kit use and the patient for treatments that could not be performed. It is disconcerting when patients arrive for their procedure asking "will my procedure go smoothly today?" Only to have an alarm delay and sometimes cause the procedure to be cancelled and rescheduled. This month's product notification for "therakos-cellex photophoresis systems: potential post-reinfusion hemolysis or hemoglobinuria because of heat build-up in the centrifuge chamber" resulted in a system upgrade that was installed last month as a result of this notification. Three patients were scheduled for procedures last month, with the therakos trainer present, training our staff for the upgrade. During the procedures, at least two system pressure alarms were exhibited. The therakos trainer commented "system pressure alarms should not be happening. The upgrade was done to eliminate these alarms". The multiple alarms, treatment interruptions and failures that we continue to experience while using this instrument do not equate with that of a relatively new instrument. Although no harm has occurred to patients, use of the instrument poses unexpected and unacceptable risk to patients who depend on this treatment to improve their health.